Event description:
It was reported that the right atrial (ra) lead had fluctuating impedance, high impedance, and no capture approximately two weeks po st-implant. The physician programmed the lead off and the patient experienced fatigue due to the vvi 40 setting. During the revision procedure, it was noted that the ra lead was not fully seated in the port. The connector pin was not visible past the distal con nector block. The ra lead was disconnected and reinserted into the port. Fluoroscopy confirmed that the lead was properly seated and measurements were within normal limits. The ra lead and the device remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that prior to the revision procedure to fully seat the ra lead in the port, an interrogation had shown multiple atrial tachycardia/atrial fibrillation (at/af) episodes that appeared to be noise.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.